Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to the lid being contacted with a scope while it was closed, or something hard hit the lid and/or chemical crack due to adhered chemical solution which was not removed. If case cracks occur on the lid, the abnormality is detectable by conducting the following inspection as stated in chapter 3, section 3.2 of the instruction manual: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
The user facility's olympus trained biomedical engineer replaced the cracked lid. No additional information has been obtained. If additional information is provided a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the oer-pro lid was cracked. The cracked lid was found during daily inspection. No leaks were reported to be associated with the cracked lid. The oer-pro is inspected daily. There was no report of consequence or impact to a patient.